Event description:
It was reported that the patient was hospitalized for sepsis and was found to have an infected right shoulder joint and vegetation on the leads. Blood cultures were positive for (B)(6). The device and leads were extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found and no issue was identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688, implantable pacing lead, (B)(6) 2012; 6947m62, implantable tachy lead, (B)(6) 2012; 1688tc, competitor implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.